Event description:
The customer tested her blood glucose using 2 contour next ez meters and received readings of 37 and 163mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer used all of the test strips. Product was not replaced.